Manufacturer narrative:
Age at time of event: (B)(6) months old.

Event description:
It was reported that tip detachment occurred. A 110cm x 8cm poly tip v-18 control wire was selected for use for a diagnostic procedure. The target lesion was located in the internal jugular vein. The physician inserted a micropuncture needle into the patient and tried to access the target lesion. When the physician pulled the micropuncture needle back, it seemed to shear off a 1cm tip of the v-18 guidewire in the subcutaneous tissue of the patient. Angiographic imaging was performed and the physician decided it was safer to leave the tip in the patient. No additional intervention was performed. There were no further patient complications reported.